Manufacturer narrative:
Device discarded - unable to follow up. No conclusions can be drawn.

Event description:
An affiliate reports patient with a paracentral corneal abscess od. The event occurred after swimming in lenses. The patient hospitalized for 7 days for treatment. Exam revealed paracentral lesion 1.6 mm x 2.0 mm with edema and 4 mm hypopyon. Tyndall effect noted in anterior chamber. Culture positive for serratia. Best va before event was 6/6 (20/20) and after the event was 6/18 (20/60). The lenses in question have been discarded and lot information is unknown. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.